Manufacturer narrative:
The pump was not returned to animas for investigation. If the pump is returned an investigation will be conducted and a supplemental report will be filed. The pt is working with a diabetes educator to learn to accurately count carbohydrates and adjust her basal rate. The pt notes that her bolus amounts may not have been accurate. The pt stated that she reuses cartridges, and the cartridge which she is using currently expired 02/2008. No conclusions can be made at this time.

Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels and dehydration.